Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to possible atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the right atrial (ra) lead was suspected to be dislodged. The patient was treated with medication, and is considered a candidate for a heart transplant. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited compromised sensing and pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.